Event description:
In 1990, the cryopreserved aortic valve and conduit was implanted into a pt with a history of bicuspid valve, aortic regurgitation/insufficiency, and stenosis. Approximately eleven years post-operative, the patient underwent explantation of the valve in question due to structural deterioration (cusp degeneration) and regurgitation. According to the clinical report, the aortic valve was mild to moderately incompetent secondary to aneurysm of the ascending aorta.